Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 a patient reported deployment difficulties. International distributor claimed that patient experienced hypoglycemic symptoms during deployment. No further medical intervention was required. At the time of the call, international distributor reported that the current condition of the patient was fine.